Event description:
Pt developed cardiogenic shock/pulmonary edema post operatively. The pacemaker was in a back up mode ss/min pacing the ventricle only. Previously tested normal on (B) (6) 2010, with normal a-v pacing. Uncertain whether this was a primary problem with the pacemaker itself. Compensated for above 7 external pacing at 80/min.